Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving morphine (0.999 mg/day, with an unknown concentration) from an infusion pump. The indication for use was non-malignant pain. On (B)(6) 2015 the pump was refilled. It was reported that the pump had not been filled since (B)(6) 2015 and the patient had missed their refill due to insurance issues. The hcp reported that on the day of the report they refilled the pump and updated the reservoir volume and the low reservoir volume. The pump continued to alarm due to the low reservoir after the update. No patient symptoms were reported. Further follow up was done to determine the cause of the low reservoir alarm, if any troubleshooting or actions/interventions were required as a result, and the serial number of the programmer used at the refill.